Event description:
On (B)(6) 2012, the reporter contacted animas to report that the pump had intermittent power and had rebooted six times. The reporter noted there was no damage seen to the battery cap or battery compartment and the battery cap was secure. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box history shows 2 power on resets on 04/17/2012. There were no alarms related to the complaint in the pump alarm history. The battery cap was found to be within specification. The pump was exercised for 24 hours with no power loss issues. The pump cover was removed and there was no moisture or damage found to the battery flex or power circuit. The reported complaint was verified in the pump history but not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.